Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. Unrelated to the original complaint, the keypad was peeling off. The contrast and up arrow button contacts were missing. Moisture was found throughout the button contacts. The down arrow and ok button contacts were inverted and intermittently responsive.